Manufacturer narrative:
On february 26, 2024, mentor became aware that the patient was diagnosed with bilateral breast ptosis requiring bilateral mastopexy in addition to the ruptured right breast implant. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-02497 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant using magnetic resonance imaging. As a result, the patient underwent bilateral removal and replacement with 380cc mentor smooth round high profile saline breast implants on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.